Event description:
It was reported a continuous ambulatory peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The same day as event onset the patient was hospitalized for the peritonitis event and began treatment with vancomycin injection (1g, every 4th day, ongoing) and fortum injection (1gm, once a day, ongoing) for the event. Pd therapy was ongoing. At the time of this report, the patient remained hospitalized and was recovering from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported that the patient was discharged from the hospital and has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.